Event description:
Independent repair center: stuck.per independent repair statement unit will not start. Key failure was the valve was stuck. Additional malfunctions was the power switch had a short circuit, the poppet valve was not shifting, and the tie wraps and tubing was leaking.